Event description:
The coolflow pump is set to alarm for a new bag of fluid when there is 200cc left in the bag. The alarm did not go off on the pump until after the bag had run dry. When the alarm sounded the bag was dry but there was still fluid in the tubing and no air reached the patient. The settings on the stockert remote control were correct and the alarm should have sounded.